Event description:
On (B)(6) 2022, it was reported by a registered nurse (rn) this patient on peritoneal dialysis (pd) had peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient was patient experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the pd clinic. The patient had pd culture obtained (the same day) which generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy using vancomycin 1500 mg on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination/breach in aseptic technique during the pd exchange. The patient continues pd treatment with the same cycler without further reported issues.